Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2.5 mg/ml dilaudid (hydromorphone) at 0.299. It was reported that the patient never felt she got relief from the pump. The issue started in (B)(6) of 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter study was attempted, they were not able to draw back cerebral spinal fluid, so surgery was scheduled. Actions that were taken to resolve the issue included replacement of the catheter. Previous catheter showed to be in the wrong location for intrathecal delivery. Doctor replaced the entire catheter and placed new one intrathecal at t8/9. The old catheter was discarded. The issue was resolved at the time of the report. There were no further complications reported/anticipated.